Manufacturer narrative:
A CAPA was previously initiated by koru medical to investigate syringe ejection malfunctions. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Koru medical became aware of mw5183090 received through the FDA medwatch program stating "pt husband reporting that current freedom pump no longer holds syringe in place and they had to zip tie. Per husband, also mentioned that during hhrn visit, the syringe had completely shot out of the pump. No doses missed. Unknown if md aware. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available." Additional information was received providing patient information and the serial number of the pump involved. The pump listed in this report has not been received by koru medical. Koru medical is currently investigating this event. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer product caused or contributed to the event.